Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in clinic, the device could not be interrogated. Due to the patients frail and elderly condition the physician decided not to take any action at this time. The device remains implanted.